Event description:
During npwt utilizing a renasys go, it was unable to turn on the device. Then, the ac adapter was connected and it was unable to charge the battery. There was no patient harm. No delay was reported.